Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer felt stimulation. The sjm rep met with the pt and determined all but two contacts leads were invalid. It was reported the pt had a consult with her physician, but there was no course of action decided at the time.